Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an ICD replacement due to normal eri, out-of-range pacing impedance and high capture on the left ventricular (lv) lead were noted. Diagnostic imaging and visual examination confirmed that there was insulation damage on the lv lead the lead was capped but not replaced, and the lv channel was inactivated. The patient was stable with no adverse consequences.

Event description:
During re-evaluation of the patient, it was decided to implant a new left ventricular (lv) lead due to patient condition. The previously capped lead was replaced by a new lv lead on (B)(6) 2018. The patient was stable with no adverse consequences.